Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with a monopolar curved scissors (mcs) instrument, were broken cables were found. The customer reported event has no report of patient injury.